Manufacturer narrative:
Additional information was added to the following fields: b5: describe event or problem field.

Event description:
It was reported that this left ventricular lead exhibited loss of capture. Further evaluation of the lead was discussed. This lead remains in service. No further adverse patient effects were reported. Additional information was received detailing that the patient was evaluated and reprograming of the device was performed. The patient will continue to be monitored.

Event description:
It was reported that this left ventricular lead exhibited loss of capture. Further evaluation of the lead was discussed. This lead remains in service. No further adverse patient effects were reported.